Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4. G3. G6. H2. H6 propose code: head. H11. One femoral head -2x22mm item# 00802202201 lot#3153571 , was returned. Upon visual inspection of only the bearing and head there are visible indentations to the od of the bearing with no damage to the lip of the device. The head has a wear line around the od along with scuffing. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: left total hip arthroplasty with superior and likely posterior dislocation as well as status post reduction on the fourth image. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 110031314, item name : vivacit-e dm bearing 22.2x36mm, lot# 66312118, unknown cup. G2: foreign: belgium. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 1 month and 21 days post implantation due to intra-prosthetic luxation. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4. G3. G6. H2. H10. Corrected: d4: lot.

Event description:
There is no update to the prior event description provided.